Event description:
It was reported that when a patient presented remotely via merlin.net transmission, non-sustained ventricular oversensing episode was observed. The patient did not receive therapy during the oversensing. Programming changes were made. Patient was stable and will continue to be monitored.